Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device is "totally dead it won't start up, probably a year or year and a half ago". The patient needs an MRI but they know they can't have one because they can't connect to implant to put it into MRI safe mode. The patient says that the ins depleted and then they couldn't charge it up again "probably a year or year and a half ago". Patient services (pss) asked if they ever followed up with the healthcare provider (hcp) and they said "I did all that, I couldn't jumpstart it" and went to hcp and they "couldn't jumpstart it". The patient says they had an over-discharge a couple of times, and it appears that this is the reason they can't get it out of over-discharge state. The patient mentioned charging issues haven't allowed him to use his device and said "this hasn't been the best device for me.".  The patient says the reason they had the device put in was for hip pain but says the pain went away "once I got the hips out" and pss assumed they meant they got a hip replacement. The patient says they know that as they get older they could have pain issues in the future, and want to talk with hcp about replacement ins. The patient didn't mention having current pain. The patient was redirected to their healthcare provider to further address the issue.